Manufacturer narrative:
Pump passed operating currents, self test and off no power test. Non expected low battery alarm noted. Low reservoir alarm function properly during test. No auto off alarm noted. Pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. While troubleshooting, customer found the cannula to be bent. Furthermore, customer stated the physical damage to the pump is: crack on the screen. The blood glucose reading is 456 mg/dl. The insulin pump will be replaced. Nothing further reported.